Event description:
It was reported after deploying the tissue marker, while removing the probe, they felt resistance and then noticed that the tip of the marker had sheared off. There was no tip visible to remove from the pt. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.